Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the cardiac resynchronization therapy defibrillator (crt-d), a connection issue with the crt-d header and the chronic right ventricular (rv) pace/sense lead was suspected. Re-programming was performed at that time, and a revision procedure was planned. Three days later, the patient was brought back to the clinic and the leads were tested through the pacing system analyzer (psa) and carefully reconnected to the crt-d. No performance issues were noted on the rv pace/sense lead through the psa; however, the lead was capped. The pace/sense portion of the rv defibrillator lead was activated. The physician was unable to determine the root cause of the connection issue. The crt-d remains in use. No patient complications have been reported as a result of this event.